Event description:
The customer was hospitalized for high bgs and dka. Troubleshooting was performed. The insulin concentration, programming, and histories on the pump were correct. In addition, a fixed prime test was completed and the insulin did not exit. Also the alarm history revealed an alarm. Instructed the customer to call the help line if further assistance is required.